Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 532 mg/dl. The customer's current blood glucose was 330 mg/dl. The customer experienced the hypoglycemia as well. The customer¿s blood glucose level was 38 mg/dl. The customer¿s other blood glucose level was 400, 600, 45, the customer did not experience any symptoms such as a result of high blood glucose and the low blood glucose. The customer was treated by with insulin pump and the manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.